Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing lead impedance anomaly was noted on the right ventricular lead. The lead was capped and replaced. The patient was stable post-procedure.